Event description:
It was reported that the patient obtained elevated blood glucose readings ranging from 300 mg/dl to 500 mg/dl for two weeks. On (B)(6) 2011 the patient experienced the symptoms of nausea, vomiting, frequent urination, thirst and she tested positive for ketones. The patient was admitted to the hospital with a diagnosis of dka. Troubleshooting revealed the pump settings, date/time, basal settings and all programming were correct, the total basal/bolus doses given correctly matched those programmed and there was no issue with the infusion site or cannula. The patient also reported the apidra insulin she was using was milky in appearance, and this insulin is supposed to be clear and colorless. The patient replaced her vial of insulin and her blood glucose level corrected to 198 mg/dl. The patient's technique may have been incorrect by using an insulin vial that was not clear in appearance. However, as the patient suffered symptoms suggesting severe hyperglycemia and received emergency medical attention and hospitalization while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of the reported high blood glucose levels due to continued use.